Manufacturer narrative:
Patient information is not known. Reporter occupation information is not known. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The customer reported a patient data module fell due to a faulty latch. No patient compromise reported.

Manufacturer narrative:
Based on the customer description and information provided, it was determined that this is a known pdm docking station latch failure in which the pdm can slip out of the latch assembly due to a nonfunctional spring.